Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis showed an indentation mark. Other cables at wrist were not damaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken wire was identified on the fenestrated bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.